Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information later received reported the patient was seen for a pump refill on (B)(6) 2015. After interrogating the pump it was indicated to have a reservoir volume of 15.4ml. The actual remaining volume was 0ml. The pump was refilled with 40ml of baclofen. The patient planned to follow-up in the clinic in 3 months. Per the patient and family no signs of baclofen withdrawal noted. The patient recovered without permanent impairment.

Event description:
The patient missed a pump refill due to a programming error. Per the patient¿s family the pump was only filled with 20 ml at the (B)(6) 2014 refill, but the pump was programmed with 40 ml for the reservoir volume which put the alarm date in (B)(6) 2015. The patient came in on the date of this report because the patient was normally seen every 6 months. When they accessed the pump reservoir, there was no baclofen in the pump. Based on calculations, the pump had been empty for approximately 1 month. No patient symptoms were reported. It was thought that the brand of baclofen in the pump was gablofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.